Event description:
Not pull through on a transoral circular stapler anvil during a roux-en-y gastric bypass procedure on a (B)(6) female. The surgeon was able to salvage the current transoral staple anvil and a new one was not needed. However, it did not perform as anticipated and the surgeon had use a secondary suture instead. The representative (B)(6) was present during a portion of the procedure but not during this event. The incident has been reported to medtronic/covidien through the representative. There was no harm to the patient or tissue. A psr was not completed. This is an experienced surgical team that followed the IFU and not likely to be a staff issue with the use of the item. It appears to be a product failure. The surgeon involved was dr (B)(6) and circulating nurse was (B)(6). They have first hand knowledge of the event. Our patient safety representative is (B)(6). The item will be returned back to medtronic/covidien through the RMA process and the string would not pull through on a transoral circular stapler anvil during a roux-en-y gastric bypass procedure on a (B)(6) female. The surgeon was able to salvage the current transoral staple anvil and a new one was not needed. However, it did not perform as anticipated and the surgeon had use a secondary suture instead. The representative (B)(6) was present during a portion of the procedure but not during this event. The incident has been reported to medtronic/covidien through the representative. There was no harm to the patient or tissue. A psr was not completed. This is an experienced surgical team that followed the IFU and not likely to be a staff issue with the use of the item. It appears to be a product failure. The surgeon involved was dr (B)(6) and circulating nurse was (B)(6). They have first hand knowledge of the event. Our patient safety representative is ms (B)(6). The item will be returned back to medtronic/covidien through the RMA process and a complaint has been filed with medtronic/covidien.